Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred two hours into a patient¿s hemodialysis (hd) treatment. The facility noted discoloration in the baxter revaclear 300 dialyzer. The machine, a fresenius 200t machine, did not alarm with a blood leak alarm. The treatment was stopped and the dialyzer was tested. The dialyzer tested positive for an internal blood leak. The patient¿s blood was not rinsed back resulting in approximately 150 ml of blood loss. The patient did not require any medical intervention as a result of the issue. The patient was moved to another machine where they were able to resume their treatment. The machine was removed from service, bleached, and checked out by the facility¿s biomedical technician. The machine did not require any repairs and was returned to service. No samples were available to be returned.

Event description:
It was reported that a dialyzer blood leak occurred two hours into a patient¿s hemodialysis (hd) treatment. The facility noted discoloration in the baxter revaclear 300 dialyzer. The machine, a fresenius 200t machine, did not alarm with a blood leak alarm. The treatment was stopped and the dialyzer was tested. The dialyzer tested positive for an internal blood leak. The patient¿s blood was not rinsed back resulting in approximately 150 ml of blood loss. The patient did not require any medical intervention as a result of the issue. The patient was moved to another machine where they were able to resume their treatment. The machine was removed from service, bleached, and checked out by the facility¿s biomedical technician. The machine did not require any repairs and was returned to service. No samples were available to be returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed.